Event description:
Customer reported rotation very close to the minimum required and heating of the cable with less than 3 minutes of use of the equipment. Even wearing glove, it is impossible to hold the handpiece. This is report 2 of 2 for complaint #(B)(4) for the unknown handpiece.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.